Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The broken im nail was replaced with a 10mm x 360mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 6/09/2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. The broken im nail was replaced with a 10mm x 360mm, standard nail per the sign technique manual. Surgeon comments: "old case of fracture shaft of femur presented as non union, missed the follow up. Exchanged the larger nails, augmentative plate was fixed on lateral wall for more stable fixation.